Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failure was due to bad controller boards. A field service engineer replaced both controller boards and reboot the device to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es had failed drawer, causing delay of about 20 minutes on two separate occasions. The customer stated that there was no damage to the health of a patient or medical intervention required. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to bad controller boards. A field service engineer replaced the t-board and both controller boards and rebooted the device to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-oct-2022 to 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that the pyxis medstation es had failed drawer, causing delay of about 20 minutes on two separate occasions. The customer stated that there was no damage to the health of a patient or medical intervention required. There were no adverse events or injuries reported based on this incident.